Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer stated that she was having high blood glucose and she tried to with a bolus and that is when she got the no delivery. The customer declined troubleshooting for high blood glucose and they will call back to do that later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.